Event description:
Litigation alleges injury, pain, and elevated metal ion levels. Update rec'd 12/8/14 - plaintiff¿s preliminary disclosure form was received, which identified dor and part/lot information. The stem and sleeve are now being added to the complaint. The complaint was updated on: 1/7/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 12/18/2014 - medical records received. Upon revision, milky yellow tinged fluid, heavy scar tissue, and trunnionosis were noted. The information received does not change the MDR decision. This complaint was updated on: 01/28/2015.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   Depuy synthes has been informed that the catalog number and lot number is not available.